Event description:
It was reported that the patient presented to clinic with the device indicating it was close to eri. No patient symptoms were reported. Review of the session record revealed a large drop in battery voltage. Based on the data, device is depleting more quickly than expected. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.